Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. Another lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown reasons. Another lead was implanted. No additional adverse patient effects were reported. Additional information was obtained, the lead was abandoned due to high capture thresholds.